Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received missing reservoir tube o-ring, minor scratches on case, minor scratches on lcd window and corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone that the insulin pump had scratch on the screen. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.